Event description:
It was reported that the tip broke off during the operation. The broken tip is available for investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed conformity to the specifications. The investigation of the complained holding forceps found that one tip broke off. The microscopic view of the broken surfaces does not show any abnormalities. We cannot exactly evaluate the reason for this breakage. We suppose that simply too much applied force well beyond its calculated design during use caused the breakage. No product or material related condition was found.